Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 06/02/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the cable snap on the cadiere forceps 8 mm. This was part of the attached recall.